Event description:
It was reported that during an interventional procedure in an unspecified vessel, the xience v stent dislodged within the anatomy. The stent was removed by an unspecified method. There was no adverse pt sequela. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and dried contrast on the shaft and on the tightly folded balloon, which is consistent with use inside the body and suggests the balloon had not been inflated. It was confirmed that the stent implant had dislodged from the balloon and was not returned. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible that the stent implant became disrupted on the balloon as it interacted with the anatomy and became dislodged as the stent delivery system was being withdrawn. A definitive cause of the stent dislodgement could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.